Manufacturer narrative:
The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be two small cuts in the drainage bag identified during visual/functional inspection. The cause of the cuts was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drain bag of a disconnect y set leaked. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.